Event description:
Subsequent to the initial medwatch report, additional information received indicates: the first proglide device was advanced over the guide wire into the anatomy, when the plunger felt unstable, and the device was removed. The second proglide device: the plunger felt unstable when it was pushed into the body of the device and the suture was not harvested successfully.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the first proglide was used but the movement of the plunger was unstable. A second proglide device was used with the same result, and additionally the suture did not come out. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was not returned with the device for analysis. The report of the device operating differently, regarding the plunger could not be confirmed; however, the reported suture not coming out during plunger retrieval was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the reported experience was determined to be related to operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Two unused sterile proglide devices with the same lot number, 050316h, as the complaint device were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.